Event description:
It was reported to boston scientific corporation that two weeks (exact date unk) following an anterior pelvic floor repair procedure using a pinnacle anterior/apical pfr kit (performed in 2009). The physician discovered, during a follow up visit, the pt had an infection where the pinnacle mesh was implanted. The physician opined methicillin-resistant infection may be causing the infection. The pt was given postoperative oral antibiotics, antibiotic cream for the vagina, and clindamycin douches. The pt has no other symptoms and "feels great." The physician may go back and close the pt's incision once the infections is healed, but no further info has been forthcoming regarding the pt.

Event description:
It was reported to boston scientific corporation that two weeks (exact date unknown) following an anterior pelvic floor repair procedure using a pinnacle anterior/apical pfr kit (performed on (B) (6) 2009), the physician discovered, during a follow-up visit, the patient had an infection where the pinnacle mesh was implanted. The physician opined (B) (6) may be causing the infection. The patient was given postoperative oral antibiotics, antibiotic cream for the vagina, and clindamycin douches. The patient has no other symptoms and "feels great." The physician may go back and close the patient's incision once the infection is healed, but no further information has been forthcoming regarding the patient.

Manufacturer narrative:
The complainant indicated that the device was implanted and will not be returned for eval; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause of this event.

Manufacturer narrative:
It was reported to boston scientific corporation that the physician opined that this event was due to a suture allergy and not an infection of the mesh. The physician sees the patient on a regular basis and the patient seems to have "no problems." The patient is now reportedly "fine" and no further medical interventions or follow-up are needed.